Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10, lot #: 101716, description: nitinol tc electrode, 100 mm quantity: 5. Model #: tcn-10, lot #: 122316, description: nitinol tc electrode, 100 mm quantity: 3.

Event description:
A report was received that a medical facility has multiple electrodes that are seeping blood out of the hub. The facility cleans the electrodes by soaking them in enzymatic fluid and using a soft bristle brush to remove any tissue or blood from the hub prior to sterilization. The electrodes were sterilized in a peel pack using an autoclave at 272 degrees for 4 minutes and dried for 30 minutes. The facility performs an average of 5 procedures a week.

Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10-3m lot #: 101716 description: nitinol tc electrode, 100 mm with 3m cable quantity: 5 model #: tcn-10-3m lot #: 122316 description: nitinol tc electrode, 100 mm with 3m cable quantity: 3 there were a total of eight electrodes analyzed. Device evaluation of tcn-10 (lot 122316 x quantity 3) and tcn-10-3m (lot 101716 x quantity 3) electrode epoxy are discolored and have small chip away. Tcn-10-3m (101716 x quantity 1) electrode epoxy is discolored and it has dark spots near the shaft. Tcn-10-3m (101716 x quantity 1) electrode epoxy is discolored and it has a yellow patch near the shaft. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.

Event description:
A report was received that a medical facility has multiple electrodes that are seeping blood out of the hub. The facility cleans the electrodes by soaking them in enzymatic fluid and using a soft bristle brush to remove any tissue or blood from the hub prior to sterilization. The electrodes were sterilized in a peel pack using an autoclave at 272 degrees for 4 minutes and dried for 30 minutes. The facility performs an average of 5 procedures a week.